Event description:
Could not deflate distal balloon prior to withdrawal. The physician was able to remove the balloon by stretching it while still in the sheath and still in the artery without causing trauma to the arteriotomy. There was no effect on the pt.